Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that according to a cardiologist, there was no purge flow at some point before insertion of the impella cp on a patient. However, the purge pressure was ok. They could not see the purge solution exiting near the motor. However, they decided to implant the impella cp anyway after trying to reposition the purge cassette. After the implantation everything seemed to look fine with normal pressure and flow. No alarm appeared and the patient was transferred to the intensive care unit (ICU). In the ICU, the patient suffered from hemolysis (hemolyzed blood in the blood samples and red/brown urine). However, they were no alarms on the pump. No echocardiogram or repositioning of the pump was performed due to the pump was planned to be removed in the following hours and no additional intervention was needed. The pump was successfully weaned and explanted.

Manufacturer narrative:
The pump and purge cassette were returned for investigation. No evidence of physical damage was found on the returned product. The pump was tested in a bucket of water without any issues, and priming was successful on the returned product, showing no abnormalities. The pump was further sent for hemolysis testing and passed the test with an mih value of 11.24. The data log shows no abnormalities reported related to hemolysis. Additionally, purge parameters were observed to be normal during the initial priming steps. Multiple case start complete steps were recorded, followed by de-airing and cassette change steps during the case start. Imc log were no provided for the review. According to the clinical notes, the doctor was unable to see the purge fluid and proceeded with the case after normal troubleshooting. Purge parameters were normal during case start. There was no priming issue found during the case. The device functioned/operated to specification. The root cause of the hemolysis issue was not determined due to lack of clinical information, returned product passed hemolysis testing, and data log investigation was inconclusive.